Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had "noise when the sleeve is down." The device was not used during a surgical procedure. It was unk if there was any patient injury or medical intervention occurred. There was no add'l info provided.